Event description:
Same case as MFR: 2134265-2013-09196. It was reported that during a vessel dilatation treatment procedure, the stent appeared to be shorter. A blood vessel occlusion occurred downward from for inferior vena cava (ivc). A non-bsc stent was deployed for ivc compression syndrome. Five days post initial treatment procedure an emergency pta was performed due to acute occlusion. A non-bsc device was used for thrombolysis and poba was performed with a non-bsc balloon catheter. Eight days post initial treatment procedure the blood vessel had been occluded down to great saphenous vein. Vascular access was obtained via the popliteal vein. The 90% stenosed target lesion located in the moderately tortuous and non-calcified left iliac vein. The sheath was inserted from popliteal vein and the guide wire was advanced to ivc. Pre-dilatation was performed with 8x4x75mm mustang, and three 10x10mm epic stent were deployed in an overlapping fashion. The first 10x10mm epic stent was implanted distal of the lesion without problem. When attempting to implant the second 10x10mm epic stent, it looked like the outer tube marker did not move proximally under angiography although it was able to move the handle moved proximally, and inner tube moved forward. The 2nd stent was implanted and the stent length was approximately 5cm. When attempting to implant the third 10x10 epic stent, the same issue occurred. The 3rd stent was implanted and the stent length was approximately 3cm. It was further reported that the stents appear to be shorter following deployment. Post dilation of the three stents was completed with the mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there were no stents returned but the sdss were wrapped up together/knotted all of them were kinked.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that three epic sds were received for analysis. The sds shafts were tied together, as received, and there were numerous shaft kinks present on all three devices. The pull grips of the complaint devices were completely pulled back. The stent was not returned, which is consistent with the reported information. Inspection of the remainder of the device presented no other damage or irregularities. The outer diameter (od) of the inner and outer shafts for this complaint device was measured and the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that there were no stents returned but the sdss were wrapped up together/knotted all of them were kinked.